Event description:
This report is based on information provided by field service engineer fse, product support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device is unable to charge. No impact to the patient.